Manufacturer narrative:
Product complaint # (B)(4). Adverse event involving tachycardia and erythema were submitted via mw 2210968-2014-15681. (B)(4). Adverse event involving wound erythema was submitted via mw 2210968-2015-10853. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a recurrent umbilical incisional hernia repair with mesh placed pre-peritoneal on (B)(6) 2014. It was reported that the patient developed erythema on 7 sept with no action; erythema related to the procedure, not related to the device. The patient developed tachycardia on 5 sept and stop 10 sept with no action indicated. Tachycardia related to the procedure, not related to the device. Patient developed tachypnea 6 sept and stop 7 sept with cxr revealing atelectasis. Tachypnea related to the procedure, not related to the device. It was also reported that the patient experienced abdominal wall infection requiring admission to an outside facility for treatment. The patient's post discharge course was complicated by the abdominal wall infection which required a hospitalization. The patient was admitted to the local hospital for 10 days for IV antibiotics and local wound care. The patient has recently finished her discharge course of antibiotics and is healing appropriately. The patient continues to receive every other day wound care by a wound care specialist. The infection began on (B)(6) 2014 and ended on (B)(6) 2014. This adverse event is possibly related to the product and definitely related to the procedure. It was also reported that the patient experienced tachypnea which is not related to the product, but definitely related to the procedure.